Manufacturer narrative:
(B)(4) . There was no reported device malfunction associated with the clip delivery system. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The reported patient effects of tissue damage (mitral valve injury) and worsening mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances for the lot. The physician believes that the cleft was possibly caused by the clip pulling on the leaflets as the atrium was dilated. Therefore, based on the information reviewed, the reported cleft (tissue damage) and worsening mr were likely related to patient anatomical/procedural conditions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed for tissue damage (cleft) and recurrent mitral regurgitation (mr) after clip implantation. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with functional mr, reducing the mr from grade 4 to less than 1. Two days later, on (B)(6) 2014, a routine echocardiogram identified two new jets and a cleft on the posterior medial leaflet and severe mr. One jet was medial to the mitraclip and the other was lateral to the mitraclip. Two additional mitraclips were implanted and the mr was reduced from 4 to 2-3. The physician reported that the cleft is the reason for the new jets and the cleft was possibly caused by the mitraclip device pulling on the leaflets as the atrium was very dilated. There were no device issues. No additional information was provided.